Event description:
It was reported to baxter that a flogard infusion pump had a broken power cord. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: visual inspection confirmed the customer reported condition of "broken power cord". The device was evaluated onsite by a field service technician. The power cord was replaced to correct the reported condition. Should additional relevant information become available, a follow-up medwatch will be submitted.